Event description:
According to the literature study about a 1-day-old girl with infantile hemangioma and sternal cleft, at 2 weeks of age, the infant patient underwent sternal cleft repair. A synthetic absorbable was used to close the skin. On the 20th postoperative day, the patient developed superficial dehiscence of the lower aspect of the incision, which closed after management with negative-pressure dressing therapy for a total of 10 days.

Manufacturer narrative:
Meer s. Hossain bs, alexia t. Stamatiou md, kellianne c. Kleeman md, brian c. Kellogg md, peter d. Wearden md phd, angelo a. Leto barone md, and jennifer s. Nelson md ms. "A 1-day-old girl with infantile hemangioma and sternal cleft." Chest pearls, volume 165, issue 5, e137-e142, may 2024. Pmid: 38724152. Https://doi.org/10.1016/j.chest.2023.12.010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.